Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 411 mg/dl. The customer declined assistance with the reservoir change. The customer stated that she will eat first then call back. The customer stated that she did not know what to do with the pump because she is still new. The customer was advised to call back to troubleshoot.